Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient's mother reported that the patient has been experiencing nausea and vomiting every day for over a month. The patient's symptoms began 2 days after the patient had bilateral hip surgery. The patient is going to undergo esophagogastroduodenoscopy and placement of a longer jejunostomy tube while he is under anesthesia for the generator replacement. It was later reported that patient had a prophylactic generator replacement. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.